Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The same day as event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with injection of vancomycin ( 2 grams, once a week, route not reported) and injection of fortum ( 1 gram, once daily for fourteen days, route not reported). On an unknown date, the patient was discharged from the hospital. At the time of this report,the patient was recovered from the event, antibiotic therapy was discontinued and pd therapy was ongoing. No additional information is available.